Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the titanium tip of the device broke. The broken part was retrieved. Changed another one to complete the procedure. One device will be returning. No reported patient consequences.